Event description:
It was reported that sys error was indicated. No adverse event reported.

Manufacturer narrative:
Zoll med corporation has not yet rec'd the device. A supplemental report will be submitted when the device is received and evaluated.